Manufacturer narrative:
The customer reported complaint was confirmed during archive review and initial functional testing. Upon customer approval all defective components will be replaced and the device will be further tested to full specification. During visual inspection cracked motor cover, battery bay compartment and patient head restraint brackets were observed. The encoder drive shaft does not rotate smoothly, exhibits binding and resistance unrelated to the reported complaint. The autopulse platform is a reusable device and was manufactured in 2011; therefore, this type of damage is characteristic of normal wear and tear for the life of the device. The archive data review indicated system error 136 (internal parameter corrupted) occurred due to damage processor board. The platform failed the initial functional testing due to error message "system error, out of service, revert to manual CPR" displayed when the unit was powered on. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaints for autopulse (B)(4). Medical assessment records: the death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. In this case, autopulse stopped compression after an unspecified time. Manual CPR was performed immediately. For a trained user, the time to change from mechanical CPR to manual CPR is quick, and similar to the time necessary for rescuer rotation. The short interruptions will not negatively impact the patient outcome. Rosc was not achieved after a combination of mechanical and manual CPR. Patient was in cardiac arrest and had been down for at least 15 minutes before the application of the autopulse unit. Mortality of out-of-hospital cardiac arrest (ohca) is high. (B)(4). In this event, patient's arrest was not witness, and the down time may have been as long as 2 hours. Death is attributed to ohca. Death is an expected outcome for ohca.

Event description:
(B)(6) medical center received a 911 call on (B)(6) 2017 for a woman patient experiencing cardiac arrest. The patient was down for at least 15 minutes prior the deployment of the autopulse platform. During therapy, the platform stopped performing compressions and the crew immediately reverted to manual CPR. The patient never achieved rosc (return of spontaneous circulation) and deceased when delivered to the hospital. The platform was tested with multiple good batteries and the platform powers off after performing compressions for a few minutes. The customer does not attribute the patient's death to the use of the platform.